Event description:
It was reported that the pk dissecting forceps instrument was reporting having broken cables. There was nothing reported to have fallen into the patient. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint cable snapped is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additional finding: scratch on maintube. Distal end of main tube has various scratch marks with light material removal. Suggesting the may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory - including all of it's components - thoroughly before and after each use. If any abnormality is found, do not use it. Use the device for it's intended purpose only. - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient.